Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had air leakage. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. No failure was confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the outer cannula. An inflation/deflation test was performed and it was observed the cuff held the air. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.